Event description:
Procedure type: lap adrenalectomy. According to the reporter: the surgeon inserted the endo catch into the pt. When the string was pulled backward to seal the plastic bag, the whole metal ring assembly came apart. One plastic part in the metal ring dropped inside the pt. The surgeon carefully removed the plastic part from the pt. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).